Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The transient suppression board and on/standby electro pneumatic switch were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during pre-use checkout procedure, the unit wouldn't turned on. After replacement of transient suppression board, the on/off switch symbol appeared on the display.